Manufacturer narrative:
Additional information: b3, b5, g3, h6 new information has been received, and reassessment of the complaint found that it is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, when closing of vaginal cuff, the suturing device was requested to close and the surgeon used a suture. The surgical technologist was attempting to load the sutures into the device, but it was not working properly. It was extremely hard to pull the bars down to capture the needle in the suturing device. The needle would fall out of device after toggling even though the arms were down. The surgical technologist requested an additional suturing device. The second device experienced technical issues when attempting to transfer the needle from side to side; however the surgical technologist was able to force it from left and right to avoid opening a third device. There were multiple sutures wasted because of the malfunction of the device, which caused a delay for 10-15 minutes during the procedure. There was no patient injury.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, when closing of vaginal cuff, the suturing device was requested to close and the surgeon used a suture. The surgical technologist was attempting to load the sutures into the device, but it was not working properly. It was extremely hard to pull the bars down to capture the needle in the suturing device. The suture would fall out of the device while trying to transfer the needle from side to side. The surgical technologist requested an additional suturing device. The second device experienced technical issues when attempting to transfer the needle from side to side; however the surgical technologist was able to force it from left and right to avoid opening a third device. There were multiple sutures wasted because of the malfunction of the device, which caused a delay during the procedure. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument (lot#j2e2944ey) 173016, 173016 endo stitch instrument (lot#j2f0156ey) unknown endo st, unknown endo stitch sulu (lot#unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.